Event description:
Letter received stating that the motor on the ih820-3m long term bed allegedly overheated and started to smoke. This bed is located in a facility.

Event description:
Letter received stating that the motor on the ih820-3m long term bed allegedly overheated and started to smoke. This bed is located in a facility.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr #32291 issued MFR report #3003433498-2012-00030 indicating carroll healthcare as the manufacturer. The correct manufacturer is invacare (B)(4). (B)(4). No RMA has been initiated for this issue. Model ih820-3m, serial number/date code (B)(4) is approximately 8 years 3 months old. The owner's manual part number 1134871 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6) center, alleges that the motor on an ih820-3m long term care bed overheated causing smoke to be discharged from the motor. The smoke was allegedly heavy enough for the staff to trigger the fire alarm system and the fire department responded to the scene. The bed was not occupied at the time of the incident. No injury involved.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ih820-3m, serial number/date code (B)(4) is approximately 8 years 3 months old. The owner's manual part number 1134871 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6) center, alleges that the motor on an ih820-3m long term care bed overheated causing smoke to be discharged from the motor. The smoke was allegedly heavy enough for the staff to trigger the fire alarm system and the fire department responded to the scene. The bed was not occupied at the time of the incident. No injury involved.